Event description:
Reporter indicated that the pt's generator would not interrogate. Two different programming systems were used to establish communication with this generator but no communication could be made. The programming systems were ruled out as the cause of the communication failure due to successful communication with other pts. The last generator interrogation was approx 8 months prior to reported event, however, the neurologist reportedly had not conducted any diagnostic testing. It is unk if the pt can feel stimulation because the neurologist indicated that the pt is a poor historian and not reliable. The physician believes that the generator had reached end of life. A generator longevity estimation was performed based on last known device settings. The estimation determined that the generator would have 9.55 years left before the elective replacement indicator is yes. Therefore, normal geneartor and end of life was ruled out as potential cause of the communication problem. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. The cause of the event is unk at this time and this event is currently under investigation.